Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was 198 mg/dl and 159 mg/dl. The customer reported that they were able to clear the alarm. It was reported that they were unable to rewind. Customer stated that the alarm did occur during normal use. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a47 alarm and rewind anomaly due to buttons not responding. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.